Manufacturer narrative:
The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, while preparing the video system center for use, it was noticed that there was no white balance and intermittent/no image. The unspecified procedure was completed using a similar device. There was no patient harm or clinical impact.